Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year & 9 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted on (B)(6) 2018 with melena. Patient hemoglobin was 6.9 when taken in the emergency department. Esophagogastroduodenoscopy was done on (B)(6) 2018 and was unremarkable. Video capsule endoscopy showed bleeding in distal duodenum and proximal jejunum. However, by the time this test resulted on (B)(6) 2019, patients melena has resolved and patient was having brown bms with stable hemoglobin. Patient did require 5 units of packed red blood cells (prbc) transfusion while admitted and was started on pantoprazole which patient was discharged on. No further information provided.